Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found only the connector portion of the partial lead measuring 52.2cm was returned for analysis. External abrasion was noted breaching the outer insulation and exposing the outer coil at 45.2 cm to 45.5 cm from the connector pin, consistent with friction against another implantable device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.